Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device controlled temperature incorrectly and poor water flow at times. Per review of wo on 27jun2024, there was no patient involvement. Per follow up information received via email on 27jun2024, device would be repaired in the hospital by crs or device would be repaired at medtech. The therapy was finished with another device. Per follow up information received via email on 28jun2024, the patient was not involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device controlled temperature incorrectly and poor water flow at times. Per review of wo on 27jun2024, there was no patient involvement.